Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins in their left buttock does not last a full day before the patient has to charge it again. The patient stated that they are not getting pain relief because they need to charge for 5 ¿ 8 hours in the morning. The patient has to turn off the ins at night or else the battery will be empty by morning. The patient stated that the battery lasts from 10:30 am ¿ 8 pm. The patient stated that they have been reprogrammed ¿100 times¿ and stated that the stimulation has gotten to a point where it ¿comes out¿ and doesn't focus on the patient¿s lower back extremity. It was reported that the patient was getting stimulation in their feet, stomach, and rib cage and therefore couldn't drive. It was noted that the patient had recently been switched to a new group. The patient mentioned that they feel a ¿grab all the time.¿ no further complications are anticipated.